Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis team. The iesu was placed on an in-house system and was run in normal mode. The reported failure of error c-34 was confirmed and reproduced on start-up with the monopolar energy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical generator unit (iesu) due to the c-34 error. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the integrated electrosurgical generator unit (iesu) was giving an error c-34 when attempting to fire monopolar energy. Prior to calling isi technical support, the customer had replaced the monopolar instrument cable along with the instrument, restarted the iesu, and tried the second monopolar port without success. The isi tse viewed the system event logs and noticed several errors as c-34 and m11 indicating an issue with the iesu. The isi tse confirmed that there were no devices susceptible to producing electromagnetic interferences such as computerized tomography (CT) scans or other generators. According to the nurse, the iesu was directly connected to a dedicated alternating current (ac) plug, and the cables in the back side of the iesu seemed to be properly connected. The isi tse asked her to power off the iesu and unplug its power cord for 30 seconds; the error persisted. The isi tse asked if the customer had a forcetriad generator and the related cable allowing them to use it with the system, but the customer did not have a third-party generator. The nurse explained that the surgeon was going to proceed laparoscopically. There was no report of patient injury.